Manufacturer narrative:
The following fields were updated due to additional information: e.4. The initial reporter also notified the FDA on (B)(6) 2021. Medwatch report# 4900320000-2021-8054. H.6. Investigation: one primary tubing (model 2420-0007) was returned by the customer. It was reported that the IV finished being infused within a few minutes it was hung. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2420-0007 and provided possible lot number 21066323 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h.10

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set infused calcium chloride and magnesium sulfate too quickly. The following information was provided by the initial reporter: "I was hanging calcium chloride as a secondary medication. I programmed the pump to infuse over the standard 1 hour. I then started to do other task in my patient's room. I then took a glance at the IV pump and noticed that my calcium chloride had finished being infused but it had only been a few minutes since I had hung the infusion. I told my charge nurse and we agreed I needed to change out the IV pump channel and brain. I then proceed to hang magnesium sulfate as another secondary medication. I programmed the pump to infuse over the standard 1 hour. I watched the infusion start and noticed that it was dripping in faster than normal. I also noticed that even when the medication was paused, the secondary medication (magnesium sulfate) was still continuing to drip in. At this time I clamped the secondary tubing. I then changed out the tubing and secondary tubing and restarted the medications. The medication started to infuse correctly."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set infused calcium chloride and magnesium sulfate too quickly. The following information was provided by the initial reporter: "I was hanging calcium chloride as a secondary medication. I programmed the pump to infuse over the standard 1 hour. I then started to do other task in my patient's room. I then took a glance at the IV pump and noticed that my calcium chloride had finished being infused but it had only been a few minutes since I had hung the infusion. I told my charge nurse and we agreed I needed to change out the IV pump channel and brain. I then proceed to hang magnesium sulfate as another secondary medication. I programmed the pump to infuse over the standard 1 hour. I watched the infusion start and noticed that it was dripping in faster than normal. I also noticed that even when the medication was paused, the secondary medication (magnesium sulfate) was still continuing to drip in. At this time I clamped the secondary tubing. I then changed out the tubing and secondary tubing and restarted the medications. The medication started to infuse correctly."